Event description:
It was reported that the ventilator failed pressure transducer test during pre-use check. There was no patient involvement. Manufacturer's ref. #: (B)(4).

Manufacturer narrative:
It was reported that the ventilator failed pressure transducer test during pre-use check. Our field service engineer has investigated the reported ventilator on site. Both nozzle units have been replaced to resolve the issue and sent back for investigation. The returned nozzles have been tested in a ventilator. The first nozzle unit passed several pre-use checks. No abnormal found during ventilation for 24 hours. It passed another pre-use check after ventilation. However, the second nozzle unit it passed two pre-use check but in the third pre-use check it failed with pressure transducer test. It was noticed that the feather spring of this nozzle was bent as it had wider angle than it should and it did damage to the membrane, and the membrane was sticky as well which caused the reported issue. The reason for the feather spring to be bent and for the membrane to be sticky is unknown. The root cause for this type of failure could not be established by this investigation.

Event description:
Manufacturer's ref. #: (B)(4).